Event description:
It was reported that removal difficulty and patient complications occurred. A 10.0-31 carotid wallstent and a 3.5-5.5 190cm filterwire ez were selected for use. During preparation for the procedure, the filterwire attached torquer was found to be damaged and deemed unfit for use. The patient experienced vasospasm prior to stent placement, which complicated deployment of the filter. After the deployment of the carotid wallstent, resistance was felt during removal of the inner sheath and it was forcibly removed. The filterwire was observed to move easily even after deployment, resulting in distal migration of plaque. This led to post procedural complications including cerebral infarction and paralysis affecting the right hand and facial region. One upper extremity remained immobile following the event. It is unclear whether the cerebral infarction was caused by epilepsy. The procedure was completed using the original device. Currently, the paralysis of the patient has improved, but the patient is undergoing tests for higher brain dysfunction. The patient went to the outpatient clinic and was in good health. There seems to be no problem with daily life, but attention disorder and mild hemispatial neglect were noted. In addition, the patient is continuing to take two antiepileptic drugs for the convulsions that occurred after the dissipative cerebral infarction. Magnetic resonance imaging (MRI), computed tomography (CT), and ecd rest spect were performed. Argatroban, edaravone, and saviosol were administered, and rehabilitation is also being performed.

Manufacturer narrative:
H6: patient codes- added cognitive changes code.

Event description:
It was reported that removal difficulty and patient complications occurred. A 10.0-31 carotid wallstent and a 3.5-5.5 190cm filterwire ez were selected for use. During preparation for the procedure, the filterwire attached torquer was found to be damaged and deemed unfit for use. The patient experienced vasospasm prior to stent placement, which complicated deployment of the filter. After the deployment of the carotid wallstent, resistance was felt during removal of the inner sheath and it was forcibly removed. The filterwire was observed to move easily even after deployment, resulting in distal migration of plaque. This led to post procedural complications including cerebral infarction and paralysis affecting the right hand and facial region. One upper extremity remained immobile following the event. It is unclear whether the cerebral infarction was caused by epilepsy. The procedure was completed using the original device. Currently, the paralysis of the patient has improved, but the patient is undergoing tests for higher brain dysfunction. The patient went to the outpatient clinic and was in good health. There seems to be no problem with daily life, but attention disorder and mild hemispatial neglect were noted. In addition, the patient is continuing to take two antiepileptic drugs for the convulsions that occurred after the dissipative cerebral infarction. Magnetic resonance imaging (MRI), computed tomography (CT), and ecd rest spect were performed. Argatroban, edaravone, and saviosol were administered, and rehabilitation is also being performed.

Event description:
It was reported that removal difficulty and patient complications occurred. A 10.0-31 carotid wallstent and a 3.5-5.5 190cm filterwire ez were selected for use. During preparation for the procedure, the filterwire attached torquer was found to be damaged and deemed unfit for use. The patient experienced vasospasm prior to stent placement, which complicated deployment of the filter. After the deployment of the carotid wallstent, resistance was felt during removal of the inner sheath and it was forcibly removed. The filterwire was observed to move easily even after deployment, resulting in distal migration of plaque. This led to post procedural complications including cerebral infarction and paralysis affecting the right hand and facial region. One upper extremity remained immobile following the event. It is unclear whether the cerebral infarction was caused by epilepsy. The procedure was completed using the original device. Currently, the paralysis of the patient has improved, but the patient is undergoing tests for higher brain dysfunction. The patient went to the outpatient clinic and was in good health. There seems to be no problem with daily life, but attention disorder and mild hemispatial neglect were noted. In addition, the patient is continuing to take two antiepileptic drugs for the convulsions that occurred after the dissipative cerebral infarction. Magnetic resonance imaging (MRI), computed tomography (CT), and ecd rest spect were performed. Argatroban, edaravone, and saviosol were administered, and rehabilitation is also being performed.